Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator oxygen (o2) water trap/filter was leaking when connected to the o2 source. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and replaced the o2 water trap assembly. The unit passed all testing and operated within the manufacturing specifications.